Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Guidewire insertion test found obstruction/restriction at the middle region of the lead. After cutting the lead at guidewire obstruction/restriction region to examine the condition of the inner coil lumen, the inner coil was found to be clogged with blood/body fluids. The cause of the reported event was isolated to the inner coil clogged with blood/body fluids. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead failed to advance over the stylet. The lead was not used. The patient was stable throughout.